Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the ok button on the patient¿s pump is sticking. Reporter does not have pump available to review at time of call, but states the patient's blood glucose (bg) was over 500 mg/dl this weekend. Patient was asymptomatic. Reporter bolused for bg from the patient's pump. Reporter states the ok button responsiveness is what was causing the patient's bg to elevate as it was affecting bolus programming. This complaint is being reported as the patient experienced hyperglycemia related to non-responsive ok button.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad is fully intact; no peeling or damage was observed. The ok, up, down and contrast keys are intermittently responding to user input. Removed the keypad cover; contamination was present under the contrast, up, down and ok key contacts. A delivery accuracy test was successfully completed . Pump found to be delivering accurately and within required range. No alarms occurred during testing. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be read. Damage to the pump case was observed between upper right corner of the display lens and the case seal. A time/date reset after power on resets was observed in the black box and inspection of the internal battery showed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional results code: 416

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.